Event description:
A cardiac tamponade occurred leading to surgical intervention while using nrg transseptal needle, swartz sl0 sheath and flexcath sheath. The physician began the transseptal procedure using the swartz sl0 sheath and the nrg transseptal needle(71cm in length). During the procedure, the nrg transseptal needle (71cm in length) was not visualized on intracardiac echocardiography (ice).the physician manually shaped the needle to give additional curvature and the nrg transseptal needle was re-inserted into the heart, but the device still could not be visualized on ice. The nrg transseptal needle (71cm in length) and swartz sl0 sheath were removed from the body. The physician determined that an nrg needle with greater length was required to accommodate patient anatomy. The procedure was attempted again using nrg transseptal needle (98 cm in length) through a flexcath sheath. This second nrg transseptal needle (98 cm in length) was visualized on ice, and the transseptal puncture was completed. Subsequently, a cardiac tamponade occurred where the patient's blood pressure dropped and a pericardial effusion was noted via ice. A pulmonary vein isolation (pvi) procedure was performed with the cryoballoon system. After pvi was achieved, the patient was transported to a different hospital with a percutaneous cardiopulmonary system (pcps) applied. The patient was treated with open chest surgery and then hospitalized. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the second nrg transseptal needle with the report number 3019751610-2022-00057.

Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. . DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release.